Event description:
The pt had good lead placement and good tremor suppression after his lead implant. His neurostimulator was later implanted and he visited his health care professional (hcp) for programming. The hcp was unable to control his tremor with stimulation during the programming. A CT scan showed that the lead was pulled back about 1 cm. The hcp planned to perform a revision and try to advance the lead to its correct position. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).